Manufacturer narrative:
The investigation is ongoing. Supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the telescope "oes elite", 4 mm, 30°, high definition had a broken lens. The issue was found during preparation for use. There were no reports of patient harm.